Manufacturer narrative:
The reported event was an unspecified infection. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found. The cause of the infection was traced to non-device related factors.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2023-25404, related manufacturing reference number: 2017865-2023-25405. It was reported that the patient presented in clinic due to an unspecified infection. It was noted that there was vegetation on both the right ventricular (rv) and right atrial (ra) leads. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.